Event description:
End user reports the notch and the coude tip was not aligned. The best he could describe is it was off "by a quarter turn." He said he had never noted a concern like that with this product in his past 3 month use of it. He did not use it. There was no harm reported. No additional information was provided.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
Investigation: this complaint has been evaluated. No photo or samples have been received for this complaint. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No other complaint was received to this lot. The batch record review indicates no discrepancies. All raw materials used in the production of the affected lots were verified to be correct and within specification. No nonconformances were identified during the production of these lots. A CAPA was opened in november 2022 for incorrect coude tip alignment. As part of the corrective actions, the tolerances for the tip/funnel indicator control were tightened on machines a097 and a116 used for gc glide tiemann production. No manufacturing-related root cause was identified. This issue will be monitored through the post market product monitoring review process, (B)(4). FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.